Event description:
The customer reported via phone call that she had been hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 346 mg/dl. Through troubleshooting, the customer explained nausea, vomiting, chill, abdomen pain and a fever as symptoms related to her high blood glucose. The customer stated that the cause of the hospitalization was diabetic ketoacidosis. The customer was treated with an insulin drip and insulin pump therapy. The customer stated that the drive support cap appeared normal and that there were no air bubbles in the infusion set or reservoir. The insulin pump passed the high pressure test as well. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.